Event description:
Information was received from a patient. It was reported that they were experiencing a change in therapy and return of symptoms. The patient stated that they experienced a fall about 3-4 weeks prior to the date of this report. Afterwards, they had shocking near the site of the implantable neurostimulator (ins). The patient stated that they were having a hard time remembering things because their headaches had returned as well. The patient was to follow up with their healthcare provider (hcp). Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer¿s representative (rep). It was reported the leads were fractured both at the patient¿s head/neck and at the battery site. The patient reported falling and having trouble with balance. Impedances were unable to be checked and x-rays showed clear fractures. The patient fell and damaged the leads. The patient reported having intermittent stimulation for a year. The lead and ins were replaced on (B)(6) 2017. The patient stated it took a while to replace the device because of insurance troubles and trying to find a surgeon. The issue was reported as being resolved and the patient was feeling stimulation in the desired areas post-operatively. No further complications were reported.